Event description:
Customer reports to have received a battery out limit then received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. Customer also reports that insulin pump was cracked at reservoir compartment and belt clip was broken. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to force sensor system damage by moisture. The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window, and broken belt clip slot.